Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes customer is experiencing problems with fibrin clots. The following information was provided by the initial reporter. The customer stated: ¿for some days now we have been experiencing problems with fibrin clots in the tubes mentioned in the subject line after centrifugation above the gel separator. This poses a problem for our automats. The sampling conditions (turning the tubes upside down), the time before centrifugation (30 minutes) and the centrifugation times are well respected.¿

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-10-18. H.6. Investigation summary: bd received 12 samples for lot 2164898 and 30 samples for lot 2164897 investigation. No photos were provided. A complaint history review was performed and revealed a confirmed complaint trend for certain sample quality issues. Based on the confirmed complaint trend a CAPA (corrective and preventive action) was initiated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fibrin based on the trend identified. A corrective and preventive action was created to address the issue.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2164897, medical device expiration date: 2023-12-31, device manufacture date: 2022-06-13. Medical device lot #: 2164898, medical device expiration date: 2023-12-31, device manufacture date: 2022-06-13. Medical device lot #: 2145299, medical device expiration date: 2023-11-30, device manufacture date: 2022-05-25. Medical device lot #: 2123430, medical device expiration date: 2023-10-31, device manufacture date: 2022-05-03. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes customer is experiencing problems with fibrin clots. The following information was provided by the initial reporter. The customer stated: ¿for some days now we have been experiencing problems with fibrin clots in the tubes mentioned in the subject line after centrifugation above the gel separator. This poses a problem for our automats. The sampling conditions (turning the tubes upside down), the time before centrifugation (30 minutes) and the centrifugation times are well respected.¿